Event description:
Additional information received from a patient letter reported that the patient did not know the circumstances that led to the communication issue. The patient was going to have surgery but the schedule had not been set yet.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported they experienced a return of symptoms in (B)(6) 2016. In that same time, it was noted that the patient programmer was ¿not working.¿ it would not work with or without the antenna and new batteries had been tried. The patient received a replacement programmer and indicated that the new programmer was ¿not connecting to the implantable neurostimulator either.¿ the new programmer was tried with and without the antenna and the batteries were exchanged, but the ¿poor communication¿ screen was seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.